Event description:
It was reported that the lead showed an insulation failure. Lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated. A new lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.